Event description:
It was reported that the angulation button on the gantry left side is loose and causing uncommanded motion. No injury reported. A field engineer was dispatched to the site and determined the c-arm switch banks needed to be replaced. Once this was completed the system was working as intended.